Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 21-mar-2019 device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2019 with the following findings: during investigation, the black box verified error, alarm, warning 162 ¿loss of prime events¿ on 01-29-2019 with low non-zero force. Investigation testing was unable to duplicate ¿error, alarm, warning 162¿ loss of prime during basal duration testing. The force sensor calibration test confirmed the force sensor is within specification. Unrelated to the original complaint, the pump powered on to a dim and discolored display.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.